Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to request the reprocessing information in the user¿s manual. Tac provided the customer with the detergent letter for the subject device. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer requested clarification concerning the detergent soaking time from the reprocessing manual of her olympus hd autoclavable camera head. Per the initial reporter, she was not sure whether the listed amount of detergent in the manual was the minimum or maximum soak time. This event had no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not specified; therefore, the device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the device was not returned, and a root cause could not be identified. The soaking time described in the reprocessing manual is 15 minutes or more, and if the soaking time at the facility is shorter than 15 minutes, it may not be in line with the manual. It was determined that the following events occurred based on the information available. Olympus technical assistance center (tac) personnel provided the customer with the detergent letter for the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.